Event description:
It was reported by a user facility medwatch that during a robotic-assisted laparoscopic nephroureterectomy for renal pelvis transitional cell malignant neoplasm. This started as a robot-assisted procedure but was converted to an open procedure. During robotic nephroureterectomy a stapler was being used to cut an artery, stapler was fired but could not be removed. The cartridge appeared to have come out of the stapler. Stapler was holding the artery closed and it was decided that the case must be converted to open in order to remove the stapler safely. Later during the open procedure, another stapler (same make/ model) had the same problem. The procedure was long and there was an estimated 1000ml blood loss. The patient had a hct of 19 post-op and received 2 units of prbc. The patient is presently awake and alert.

Manufacturer narrative:
(B)(4). Device b: batch# j5gl9p, expiration date: 4/19/2017, manufacturing date: 5/19/2012. Two devices were returned: device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed no cartridge was received for analysis and the device closed and opened without any difficulties noted. Device (b) was received with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.